Event description:
Complaint description: a hospital nurse/unit leader reported loss of image when an endoscope was in use during an endoscopic retrograde cholangio pancreatography (e.r.c.p.) Procedure. The procedure was completed with a second scope and there were no injuries related to the occurrence.